Event description:
The customer reported that they have no display. There was no information available regarding pt involvement.

Manufacturer narrative:
(B)(4). A follow-up report will be submitted upon completion of the investigation.